Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not control the "hurting" because of their ins being dead. The ins recharger (insr) was not turning on when connected or not connected to the desktop charger (dtc), and the dtc had a loose connector. A replacement dtc was sent. No additional symptoms, or additional complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37761, (B)(4), product type: recharger analysis of the 37761 (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found the connector pins were broken. If information is provided in the future, a supplemental report will be issued.